Event description:
Device malfunctioning with regards to application as well as injury of scratching due to needle in center of sensor on the exterior that harms family members. Also device malfunctioning and not allowing blood glucose to be read to determined insulin coverage.